Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the shoulder on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with an infection which occurred ten days after the sensor had been inserted in the left shoulder. The patient developed inflammation, itching, and an infection extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with soap and water. The patient consulted a physician who prescribed an unspecified oral and topical antibiotic medications (unspecified dosage). The patient was doing well after treatment. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).